Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with skinvive¿ by juvéderm® in the left midface with 0.7ml. Immediately post injection, patient experienced "irregular, patchy blanching was observed over the left midface. Capillary refill time (crt) was approximately 1 second. The patient reported no pain, visual disturbance, or abnormal sensation". Blanching resolved spontaneously a few minutes post-injection and evolved into purplish discoloration. Initial symptom management included 750 iu double-diluted hyaluronidase. One hour post-injection, purple color remained, an additional 1200 iu double-diluted hyaluronidase was administered. Crt <2 seconds. Five hours post-injection patient noted mild red-purple discoloration persisted. Sixteen to twenty-four hours post-injection hcp noted the discoloration persisted but "remained stable and non-progressive. Thirty-six hours post-injection patient was asymptomatic and felt normal. Crt <1 second. Persistent "ecchymotic discoloration consistent with bruising/venous congestion. No blistering, necrosis, or neurological signs". Patient is receiving daily low-level red led light therapy. Symptoms are ongoing.